Manufacturer narrative:
One device was returned for analysis. There was no event history and no service history. Visual inspection was performed on the wireless communications module accessory to attempt to duplicate the reported issue of intermittent wireless connectivity. The reported issue was not duplicated, and no problem was found.

Event description:
It was reported that the device indicates depleted battery when pole clamp bracket was installed. Also, an out of box failure between pump and module during implementation at customer site. The event happened during implementation of pump at facility. There was no patient involvement.